Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump received a no delivery alarm and a motor error alarm. The customer's blood glucose level was unk. The customer stated that the no delivery alarm was resolved by an infusion set change. The customer was unable to troubleshoot because, the customer did not have the infusion set she previously had issues with anymore. The customer stated that they were not using the insulin pump at the time of the call due to a motor error alarm. Advised to call back when the alarm occurs again in order to troubleshoot. Nothing further reported.